Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, tonsillectomy, lumpectomy (breast cancer), laparoscopy and arthritis. Concurrent conditions included arthralgia, premenstrual syndrome, oa hip, mixed incontinence, uterovaginal prolapse, irregular menstruation, perineal pain, pelvic pain, colposuspension and cystoscopy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea ( cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection ( bladder/ urinary tract/ vaginal ) type-bladder"), 2 years after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced migraine ("migraines\ headache"). The patient was treated with duloxetine hydrochloride (cymbalta), lorazepam (ativan), metoprolol and surgery (hysterectomy total vaginal, vaginal vault suspension, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety had resolved, the cystitis and ovarian cyst outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion previously it was (B)(6) 2014 and in this follow up date of insertion: (B)(6) 2014. The ostia were revisualized with 4 trailing coils noted on right side and 4 trailing coils noted left side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: result-negative. Ultrasound abdomen - on (B)(6) 2014: result-total bilateral occlusion (as per pfs). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:anxiety, depression , dysmenorrhea, dyspareunia( painful intercourse ) ovarian cyst. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs & mr received : previously reported injury was replaced with vaginal bleeding and new events: menorrhagia, dyspareunia, abdominal pain, bladder infection, dysmenorrhea, ovarian cyst, migraine,depression; anxiety. Lot number, concomitant condition, lab data, treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, tonsillectomy, lumpectomy (breast cancer), laparoscopy and arthritis. Concurrent conditions included arthralgia, premenstrual syndrome, oa hip, mixed incontinence, uterovaginal prolapse, irregular menstruation, perineal pain, pelvic pain, colposuspension and cystoscopy. On (B)(6)-2014, the patient had essure inserted. In (B)(6)2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea ( cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced cystitis ("infection ( bladder/ urinary tract/ vaginal ) type-bladder"), 2 years after insertion of essure. In (B)(6)2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2016, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6)2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced migraine ("migraines\ headache"). The patient was treated with duloxetine hydrochloride (cymbalta), lorazepam (ativan), metoprolol and surgery (hysterectomy total vaginal, vaginal vault suspension, cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety had resolved, the cystitis and ovarian cyst outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion previously it was (B)(6)2014 and in this follow up date of insertion -(B)(6)2014 the ostia were revisualized with 4 trailing coils noted on right side and 4 trailing coils noted left side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2014: result-negative. Ultrasound abdomen - on (B)(6)2014: result-total bilateral occlusion (as per pfs). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:anxiety, depression , dysmenorrhea, dyspareunia( painful intercourse ) ovarian cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.